Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model which resolved the issue.

Event description:
It was reported the patient's scs ipg is no longer able to communicate with multiple external devices and is no longer receiving stimulation following a dexascan. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Correction numbers:1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.